Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two patient samples on a vitros 3600 immunodiagnostic system. Vitros tropi es patient 1: 0.203 ng/ml vs. Expected <0.012 ng/ml. Vitros tropi es patient 2: 0.713 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside of the laboratory and later corrected. There were no allegations of patient harm made as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples on a vitros 3600 immunodiagnostic system. Root cause for the events could not be determined; however, the possibility that inappropriate pre-analytical sample processing or unexpected vitros troponin I es reagent performances had contributed to the results could not be ruled out. There was no evidence found to suggest the customer's vitros 3600 system had malfunctioned.